Event description:
It was reported that product performance data was reviewed and classified as supraventricular tachycardia (svt) rhythm treated with an inappropriate shock and t-wave oversensing (twos). The device and right ventricular (rv) lead remain in use. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2009 (B)(6). (B)(4). This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.